Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with an alert noting that the device was in reset. A successful download was performed and the device was restored. The patients condition is good after the event.